Manufacturer narrative:
The device was returned for analysis with the polymer coating separated. The reported product quality issue was confirmed. The difficulty to advance could not be confirmed due to the coating separation noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as the reported irregular appearance is most likely the polymer damage. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that a 300cm command guide wire had a weld that prevented advancement into an unspecified guiding catheter. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis identified that the guide wire polymer coating had holes and was separated into two pieces.